Event description:
Reportedly, the device was explanted after an implant duration of 136.4 months due to unknown reasons. Per the cer, the ring was explanted and replaced with a 4500t30mm. No further details were provided. The device was discarded and will be not be returned for evaluation.

Event description:
Summary of investigation results received from baxter (B)(4): through microscopic examination, the particle was identified as hair. According to the (B)(6) facility, the root cause for the presence of the hair could not be determined as the luer had been removed from the syringe. Therefore, no corrective actions were necessary. Based on the investigative evidence and review of batch records, baxter (B)(4) concluded that the product lot was released without any issues during production that could lead to the reported complaint. No evidence of hair in syringes packaged in the product kits was found during the investigation. Twelve retention samples were visually inspected for defects; all twelve samples were found to be intact and free from hair or other visible defects.

Manufacturer narrative:
Information was learned from implant patient registry. No customer letter was requested. This was determined reportable to FDA per edwards lifesciences procedures. The DHR review has been started. Device not returned

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.